Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that inconsistent bed status and patient names are being sent from the infinity gateway to a siemens sensis system (information system for hemodynamic, electrophysiology). The infinity gateway api gets data from delta monitor in a cathlab environment via api calls. This data is then sent to a siemens sensis system. The customer fears incorrect patient names may become associated to a different patient's data. There was no patient injury reported. (B)(4).